Event description:
It was reported that the customer has high blood glucose and the insulin pump is squirting the insulin out and alarming. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to protruded/loose drive support disk. Unit was received with scratched display window and cracked reservoir tube. Unit was programmed and monitored for one day and no blank display noted. All operating currents were within specifications. No damage noted on isolated tape on the display window.